Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor's electrode belt connector was damaged, preventing the monitor from communicating with an electrode belt. The root cause for the damaged connector could not be positively identified, but he damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective connector. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt connector on monitor sn (B)(4) was damaged, which prevented the monitor from communicating with an electrode belt. The last patient to use this monitor did not report any deficiencies.